Manufacturer narrative:
Updated data: h6 - annex b, annex d. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Imaging review: transthoracic echocardiogram (tte) were provided from the onset of this event. The evolut valve implant depth appeared good. Mild central aortic regurgitation with calcified leaflets were identified. The atrioventricular (av) mean pressure gradient (pg) was 20 millimeters of mercury (mm hg). This was consistent with mild aortic stenosis. Mild mitral regurgitation and mild tricuspid regurgitation were also identified. The ejection fraction (ef) measured approximately 55¿60%. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported approximately seven years and one month following a transcatheter aortic bioprosthetic valve replacement procedure, there was degeneration of the aortic valve prosthesis. Echocardiogram findings were consistent with thickened leaflets of the aortic prosthesis. There was mild intervalvular aortic regurgitation (ar), with no paravalvular leak (pvl). No treatment was reported, and the event was ongoing. The patient felt well from the cardiovascular perspective with no reported complaints or symptoms. The patient would be monitored with a repeat transthoracic echocardiogram (tte) in 3-6 months. Per the physician, the event was related to the valve.